Event description:
Piccs ruptured at the safety margin (2cm), just below the oval disk, when they were used during infant phototherapy, with halogen light, and they broke w/o performing the flushing at that time. Customers hear a snap and they perceived that disruption and leakage of medication.

Manufacturer narrative:
No product has been returned for eval. A lot number was not provided; therefore, a review of the device history records cannot be performed. Based on the info available, a true root cause cannot be determined. Catheters are 100 percent inspected at various stages of the mfg process. A pressure test is performed on all catheters during mfg to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use provided by argon. A control pull test is also performed per the specifications to ensure catheter strength and integrity. As reported by customer, catheter snapped during phototherapy. The heat from the therapy is not hot enough to damage baby skin; therefore, the catheter is not exposed to excessive heat that may alter the properties of the catheter tubing material.